Event description:
Customer reported that a patient sample with a known anti-e did not react with (B)(4). Testing performed on pv with a 15 min incubation. No further troubleshooting performed by customer.

Manufacturer narrative:
Retained testing and batch review were performed. Satisfactory results were observed. Patient samples were returned. No reactivity was observed when tested with retained lot. There were no similar complaints against this lot of product. (B)(4).